Event description:
It was reported that the ipg became inoperable prior to device release. Troubleshooting was unable to resolve the issue. As a result, the ipg was not used and the procedure was completed with another ipg. The procedure was extended for approximately 10-15 minutes.

Manufacturer narrative:
Initial reporter phone number: (B)(6) .

Manufacturer narrative:
The reported communication issue was confirmed based on the ipg logs but was not duplicated during analysis. Analysis of the returned ipg found it communicated with all lab utilities and had no bonding issues. On the date in question, the ipg logs show that repeated attempts to bond with the device in a short period of time, once it was already in a bondable state, caused the ble communication issue in the field. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.